Event description:
Same case as MFR report# 6000130-2007-00021. It was reported that during a rotational atherectomy procedure, the rotalink burr detached and the rotawire guide wire fractured. The lesion being treated was located in the proximal circumflex. During ablation the burr stalled in the calcified lesion and the physician was unable to remove the burr. While attempting to remove the burr with "strong power", the burr and part of the guide wire detached inside the pt. Attempts to remove the burr and guide wire fragment were unsuccessful. The physician elected to secure the burr and guide wire fragment against the artery wall with another manufacturer's stent. The physician then performed "dilatation of the intermedius and stenting with taxus 2.5 x 24 mm, finally kissing balloon, optimal result of pci" with no further complications. Eigtheen days post procedure, the pt's angina was reported to be better than before the procedure.